Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the onyx residue material was returned within a glass tube. There was no onyx solution returned with the onyx residue material. The onyx residue material had solidified into a string-like shape. No other anomalies were observed. Since the onyx solution, was not returned; any contribution of the onyx solution to the issue could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per the onyx IFU: "after using a micro catheter with onyx¿ les, do not attempt to clear the micro catheter or to inject any material through it. Attempts to clear catheter may lead to embolus or embolization of unintended area. Failure to wait a few seconds to retrieve micro catheter after onyx¿ les injection may result in fragmentation of onyx¿ les into non-target vessels." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the onyx material had migrated during removal of the guide catheter. The patient underwent embolization treatment for a cerebral arteriovenous fistula. It was reported that guide-catheter was delivered into jugular vein, non-medtronic balloon was inflated at cavernous sinus guided by guide-catheter. Guide-catheter was placed in the external carotid artery of the ipsilateral side and medtronic microcatheter was delivered to the shunt point from the occipital artery by passing guide-catheter. Onyx was injected from microcatheter, meanwhile, balloon was kept inflated. After the injection was completed, microcatheter was removed. At the same time, the balloon was deflated and collected. When an attempt was made to collect guide-catheter from jugular vein side, black shadow was noted on the tip of the guide-catheter by radiological finding. When the sheath was collected and the tip of guide-catheter was checked, something that looked like a lump of onyx was adhered on the tip. The material ¿lump of onyx was collected¿. There were no reports of patient injury in association with this event.